Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD), 2013 (B)(6). (B)(4).

Event description:
It was reported that the stored electrograms showed that there was far field r-wave oversensing on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.